Event description:
It was reported that the patient's ipg was replaced and the pocket site was relocated on (B)(6) 2019. Patient has therapy post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, after the patient lost weight, the ipg is poking out and there is a knot above the ipg location. As a result, surgical intervention may occur to resolve the issue.